Event description:
The father reported that his daughter who is in (B)(6) was hospitalized due to high blood glucose. The patient's glucose level was unknown mg/dl. The customer was treated with IV drip. The patient was wearing insulin pump during the hospitalization. The father stated that her daughter was in the hospital because the insulin pump is not working. The patient was submitting global request. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.